Manufacturer narrative:
Exact date of event is unknown; event occurred in 2016. This report is for an unknown dcs plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Exact implant date is unknown; it was reported as (B)(6) 2016. Exact explant date is unknown; it was reported as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is the patient¿s husband. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that in (B)(6) 2016, the patient had a spontaneous fracture at the right medial femoral neck and in (B)(6) 2016, a proximal femoral fracture right treatment was made with 4-hole dynamic condylar screw system (dcs) plate and screws. Due to persistent pain, a CT-scan was done in (B)(6) 2016 and showed a pseudoarthrosis with suspicion implant collapse. In (B)(6) 2016, a revision surgery was performed to remove the broken screw and plate material and re-osteosyntheses using dcs and additive dorsal plate fixation. This report is for an unknown dcs plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.